Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 1. 220 mg/dl (advantage) and 110 mg/dl (doctor's meter) 2. 230 mg/dl (advantage) and 115 mg/dl (doctor's meter) sets of readings were taken on different days. Customer purchased strips while in sri lanka, and readings were taken on customer's meter and doctor's meter while in sri lanka. Customer doubled his amount of medication (minidiab tablet) due to the meter readings; however, the customer had no ill effects. No adverse event reported. Requested return of suspect device and replacement was sent.